Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the likely causes for the distal cover falling off the scope (maj-2315) are as follows: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. 3. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to d8 and g2. Information has been added that was inadvertently not included on the initial medwatch. Also, information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The custom reports during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single used distal cover, the front half of the distal cover broke off the scope and into the patient. The remaining half stayed attached to the scope. There were no delays related to this event. The procedure was completed with the same equipment. There were no other devices being used at the same time. There was no patient injury/harm related to this event. The staff in the room involved in the procedure are not sure when the cap came off of the scope. It was discovered it was missing after the ercp scope was removed from the patient. The cap was discovered in the back of the patient¿s mouth. Anesthesia providers were able to retrieve the cap using suction and a finger sweep with no harm to the patient. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.